Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, customer dropped their phone onto the pump and the pump touch screen became cracked. The pump touch screen became intermittently unresponsive to touch. Customer's blood glucose was 170 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.